Event description:
On (B)(6) 2012, the physician detected an anomaly in a/v rate curves displayed in (B)(4) (f/u data stored in device memory): in (B)(6) and (B)(6) the atrial rate was 0 bpm for a certain period of time. However, this info was not confirmed from other data stored in device memory, and pt did not complain about any symptoms (atrium is paced 100%). An explanation is requested.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.